Event description:
Randomly incorrect elevated pt and aptt results were reported on (B)(6) 2010, caused by leakage from the ca-1500 sample arm tubing in the analyzer. One pt ((B)(6)) had a possible change to their dosage of warfarin based on the erroneous result. Two pts ((B)(6)) received incorrect medical treatment (transfusion of blood products) as a result of the incorrect reports. No additional pt impact was reported. (B)(6): was tested at 6 pm on (B)(6) 2010. It is believed by the user that this pt may have had warfarin withdrawn (1 dose) based on erroneous inr results reported.

Manufacturer narrative:
The MFR sysmex corp (B)(4) performed investigation and corrective action. Root cause investigation: observation of defective parts revealed that a crack was generated at the driving part of the sample tube. The investigation confirmed that there is not any problem in quality of the tubing material and in the mfg process. However, the driving part of the sample tube may contact a burr and/ or rough edge generated during spot welding on the frame. Considering its movement, the contact is rare. In conclusion, the likely cause for the micro-hole (crack) in the sample arm tubing was caused by the movement of its driving part in long term use, probably by contact with some burr and rough edge on the frame. (B)(4). No complaints have been received regarding a micro hole in the ca-1500s after the design change. The investigation into root cause was performed by (B)(4) affiliate (B)(4). Conclusion: field correction by (B)(4).